Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the no image and no light cause due to dirt on objective lens. Additionally, dirt on objective lens cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no light and no image. There were no reports of patient harm.